Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing sensation with the device. Also he reports an unpleasant sensations on the implant zone without the external processor. There is no trauma reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. No date for surgery has been made available yet.

Event description:
The patient no longer has any hearing sensation with the device. Also she reports an unpleasant sensation on the implant zone without the external processor. There is no trauma reported. Re-implantation is considered but not in near future.